Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing found that the ethernet communication cable of the camera was broken and didn't work. The ethernet communication cable was replaced and the optical communication worked as intended. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera worked randomly. It was suspected that the camera cable was damaged. It was noted that this system is a demo unit. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: other relevant device(s) are: product ID: 9735843, serial/lot #: unknown. Device evaluation: the camera ethernet cable kit was returned for hardware analysis. The reported issue was unable to be duplicated through visual/physical examination and functional testing. Only two of the kit's cables were used. Both were found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the cables. FDA evaluation codes apply to the hardware analysis performed for the returned camera ethernet cable kit. If information is provided in the future, a supplemental report will be issued.